Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic. During interrogation, a chest x-ray revealed that the atrial lead was not in an optimal position. It was noted that the lead exhibited high threshold. The physician opted to have the lead programmed off. Patient was stable.